Manufacturer narrative:
(B)(4). It was reported that a female patient in her 60¿s underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a smart touch bidirectional catheter. They mapped and ablated in the left ventricle. At one point during ablation, there was a steam pop in the left ventricle papillary muscle. The patient was assessed as stable at this time. Therefore, the procedure was continued and completed. After the procedure was completed and while the patient was still on the ep lab table, the patient coded. First, medication was given to try and raise the patient¿s pressure. A cardiac tamponade was determined by an transthoracic ultrasound. Therefore, a pericardiocentesis was performed. However, they were not able to stabilize the patient. On the ep lab table, the surgeon performed open heart surgery. The patient did require extended hospitalization. The patient was reported to be in an improved condition as she was following commands and extubated on (B)(6) 2015. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade and steam pop remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). C3 ez steer coronary sinus with auto ID, model #: d-1263-07-s, lot #: 17323837m. (B)(4).

Event description:
It was reported that a female patient in her 60's underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required medication, a pericardiocentesis, and an open heart surgery. The patient's medical history was unknown. They mapped and ablated in the left ventricle. At one point during ablation, there was a steam pop in the left ventricle papillary muscle. There were no unusually high temperatures, impedance, or force values indicated. There were also no error messages reported by the biosense webster systems. The physician's routing is to burn for 10-20 seconds in the area and then move the catheter. Settings during the event include: power control mode, 40-45w, 50 degree cut off. The patient was assessed as stable at this time. Therefore, the procedure was continued and completed. After the procedure was completed and while the patient was still on the ep lab table, the patient coded. First, medication was given to try and raise the patient's pressure. A cardiac tamponade was determined by an transthoracic ultrasound. Therefore, a pericardiocentesis was performed. However, they were not able to stabilize the patient. On the ep lab table, the surgeon performed open heart surgery . The patient did require extended hospitalization. The patient was reported to be in an improved condition as she was following commands and extubated on (B)(6) 2015. The physician's opinion regarding the cause of the event was just an unfortunate occurrence during the procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/17/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).